Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery failed alarm recurred. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1712kl. The customer called back after receiving a replacement battery cap. The customer continued to experience battery-failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instruction. Mmt-1712kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump powered up after battery installation and was stuck in a pump error 53 alarm notification screen and reboot/insert battery alarm loop. Unable to verify failed battery alert/battery failed alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to pump error 53 alarm/insert battery alarm loop. Unable to download history files and traces using thus due to pump error 53 alarm/insert battery alarm loop. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and pump error 53 alarm/insert battery alarm loop was noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no pump error 53 alarm/insert battery alarm loop noted. A working test pcba 2 was re-installed with the original pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no pump error 53 alarm/insert battery alarm loop noted. Pump error 53 alarm/insert battery alarm loop was confirmed, suspected on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify failed battery alert/battery failed alarm, perform the required testing, download history files and traces using thus due to pump error 53 alarm/insert battery alarm loop. Pump error 53 alarm/insert battery alarm loop was confirmed, suspected on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.